Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation of the b30 error message was not confirmed. Additional issues were identified during the device evaluation: the front panel mouth was cracked; the bottom chassis, top cover, and front panel were rusted; a worn-out socket slider caused intermittent use of high intensity mode; corrosion on the output scope socket; and a non-olympus lamp life meter was reading at 300+ hours and light intensity output was measured out of range. A follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii xenon light source displayed a b30 scope communication error. The event was found before the procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. Additional information: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation, the probable cause of the malfunction could not be identified. The event can be prevented by following the instructions for use which state: [warning] non-olympus equipment can cause instability of the automatic brightness adjustment. Olympus will continue to monitor field performance for this device.